Event description:
It was reported to boston scientific corporation in 2009, that a wallflex biliary rx uncovered stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on the same day. According to the complainant, the length of the stent, which is 80mm, appeared inaccurate. He felt the stent length was actually longer and that the length was variable. Follow up revealed that the packaging was labeled correctly with the appropriate size stent and the pouch was sealed prior to opening the package. It is believed the stent inside the pouch did not match the size that the label stated. It is possible the physician choose the wrong size stent for the stricture. An image was reviewed and it was noted the stent was not fully expanded and the stent appeared longer than 80mm. There did not appear to be any damage to the device. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. We are unable to determined the cause of this event.